Event description:
Middle-aged female with history of abdominal pain and cholelithiasis. Surgical procedure was robotically assisted cholecystectomy with liver biopsy and robotically assisted hernia repair with mesh. The tru-cut biopsy needle would not cut. Another product used, no known harm to patient.